Manufacturer narrative:
Section b5: additional information.

Event description:
The patient's egd and colonoscopy were unremarkable. The patient was discharged on protonix and coumadin. The patient was discharged on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Manufacturers investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 42 days. Additional information was requested but no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was readmitted for a gi bleed on (B)(6) 2019. The patient came into the clinic with a blood count that was a few points lower than usual and no symptoms. A scope was to take place on (B)(6) 2019.